Event description:
While performing cataract surgery there was collapse of the anterior chamber of the eye. A lens was, however, inserted successfully and it was felt there would be good results. According to the surgeon, the vacuum did not shut off as it should have and resulted in the injury. The MFR's rep was present but could not reproduce the incident. The MDR stated it was an intermittent problem with this one particular machine. Machine part retained by risk mgmt.